Event description:
A facility reported that a footswitch was not connecting with the system during surgery. The pt was on the table at the time. The pt impact is unk. Add'l info has been requested but not received to date.

Manufacturer narrative:
Add'l info has been requested but not received to date. (B)(4).